Manufacturer narrative:
The device was returned to zoll medical (B)(4)s service department. The reported malfunction was observed and during initial testing. However, the reported problem was not duplicated or verified after disassembly of the device. The front enclosure assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year old female patient, the device did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.